Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about medication solution cannot be dispensed during injection. It was reported that customer can do a blank press, but the drug solution stops coming out during the injection (a patient uses 12 units, but after about 6 units user can no longer press the button).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 15nov2023. Correction: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2299360 . D.4. Medical device expiration date: 31-oct-2027. H.4. Device manufacture date: 26-oct-2022. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about medication solution cannot be dispensed during injection. It was reported that customer can do a blank press, but the drug solution stops coming out during the injection (a patient uses 12 units, but after about 6 units user can no longer press the button).